Manufacturer narrative:
This report is submitted on august 3, 2021.

Event description:
Per the audiologist, the patient experienced a loss of osseointegration, resulting in fixture and abutment loss. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.